Manufacturer narrative:
The lot number was provided. A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent remains implanted in the patient; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies neurologic insufficiencies and thrombus as a potential complications associated with the use of the device.

Event description:
It was reported that approximately two (2) hours post stent-implantation, the patient presented with neurological decline and left hemisphere syndrome. Cta demonstrated a thrombotic occlusion of the upper branch of the stent construct. The patient was treated with ia integrelin. The event was resolved without sequelae three (3) days later. The patient was reported to have made a complete recovery.